Event description:
Vision loss temporarily [blindness transient]. Fullness beneath left orbit/uneven under eyes/disfigured undereye/swelling/eye will swell up like it has migrated [injection site swelling]. Redness [injection site erythema]. Fever/ intense heat/heat [pyrexia]. Hard lump/lumpy at undereye/lumps and bumps after injection/the lump, still visible on palpitation and tender when pressed [injection site mass]. Hard lump/lumpy at undereye [injection site induration]. Tingling effect under eyes [injection site paraesthesia]. Fuzzy vision/film like feeling on eye/sporadic ¿flare up¿ of vision and a foggy feeling eye [vision blurred]. Widespread skin condition/ systemic reaction [skin reaction]. Pain [injection site pain]. Rh4 in undereye/tear trough, cheek, lips [off label use]. Case narrative: united states report received from a non-health care professional on 06-jun-2025, refers to a 40-year-old non-hispanic or latino caucasian female patient who had received rha 4 on (B)(6) 2025, for unknown indication. The patient's cosmetic history included voluma (hyaluronic acid) for unknown indication applied on (B)(6) 2023 and unknown rha (resilient hyaluronic acid) for unknown indication applied on (B)(6) 2023. The patient's medical history included allergy to erythromycin which caused vomiting, reported since on (B)(6) 1999. No concomitant medications were reported. On (B)(6) 2025, 1-2 syringes of rha 4 product were administered in the undereye/tear trough, cheek, lips via needle technique. It was not reported if cannula was used for the administration. Lot number: (10) 24252hl0 and expiration date: 21-jun-2026. On (B)(6) 2025 (reported as the day of injection), the patient experienced fullness beneath left orbit with redness, fever, a hard lump and uneven left under eyes with tingling effect, intense heat, swelling which continued to worsen. The patient also had fuzzy vision and film like feeling in her eye and reported experiencing a temporary vision loss. The patient reported lump that was still visible on palpation and tender when pressed. She was going to visit an eye doctor. She had sporadic ''flare up'' of vision and a ''foggy feeling eye'', when she slept on her left side her eye would swell up like it had migrated. After applying warm compress, it would move back down. The patient reported still being treated for a widespread skin condition two months after the rha 4 administration. The patient contacted the healthcare provider who had administered the rha 4 treatment regarding the experienced adverse events and was told that these were normal reactions. It was reported that the heat/pain all subsided at about 2 weeks post injection. She was advised to use an ice pack and take benadryl (diphenhydramine) prn. The patient was informed that her product might have come from a bad batch. It was unknown if the patient underwent any laboratory or diagnostic tests. The company is aware that the treating provider's license was suspended in (B)(6) 2025 and that she was under investigation by FDA for importing unauthorized product. At the time of report, outcome of the event transient visual loss was considered as resolved on an unknown date in 2025 (reported as after approximately 3 months post injection). The outcome of event's injection site swelling, injection site redness, fever, injection site pain, injection site lump, injection site induration, injection site tingling, blurry vision and skin reaction were not resolved. The intensity of the events was not reported. The product was not available for return. Health effect - clinical code: e0839, visual impairment. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e230101, fever. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e0838, visual disturbances. Health effect - clinical code: e1717, skin disorders. Health effect - clinical code: e2111, injection site reaction. Health effect - device code: a2304, off-label use. Pictures of the patients after the rha 4 use were provided. Follow-up information received from a nurse via regulatory authority on 30-jun-2025, included: additional reporters, patient demographics added, verbatim for the event injection site swelling updated (from fullness beneath left orbit/uneven undereyes to fullness beneath left orbit/uneven undereyes/ disfigured undereye), and injection site swelling outcome updated (from not recovered to resolving), onset date for events injection site swelling, injection site redness, fever, injection site lump, injection site induration, injection site tingling on (B)(6) 2025) updated, medically confirmed status updated for events injection site swelling, injection site redness, fever, injection site lump, injection site induration and injection site tingling (from no to yes), narrative updated accordingly. Follow-up information received from a patient via company representative on 16-oct-2025 and additional information received on 22-oct-2025, included reporter information (email address) added, patient demographics updated, cosmetic history (rha added), medical history (allergy to erythromycin) added, product information (injection amount from 2-3 syringes to 1- 2 syringes, start date from on (B)(6) 2025) updated, new events (llt: transient visual loss, llt: skin reaction and llt: injection site pain) added, verbatim for the event injection site swelling updated(from fullness beneath left orbit/uneven under eyes/disfigured undereye to fullness beneath left orbit/uneven under eyes/disfigured undereye/swelling/ /eye will swell up like it has migrated) and injection site swelling outcome updated (from resolving to not recovered), verbatim for the event fever updated (from fever to fever/ intense heat/heat), verbatim for event burry vision updated (from furry vision / film like feeling on eye to fuzzy vision/film like feeling on eye /sporadic ¿flare up¿ of vision and a foggy feeling eye), verbatim for event injection site lump updated (from hard lump/lumpy at undereye/lumps and bumps after injection to hard lump/lumpy at undereye/lumps and bumps after injection/the lump, still visible on palpitation and tender when pressed) and onset date for events injection site swelling, fever, blurry vision, injection site lump, injection site redness, injection site induration injection site tingling (from 26-may-2025 to 27-may-2025) updated, narrative updated accordingly. Company comment: a 40-year-old female patient received 1-2 syringes of rha 4 in the undereye/tear trough, cheek, lips via needle technique. Following the procedure the patient experienced non-serious events of injection site swelling, injection site erythema, pyrexia, injection site mass, injection site induration, injection site paraesthesia, skin reaction, injection site pain, device dislocation and vision blurred. In addition, the patient experienced transient blindness. Given the suggestive temporal association along with the anatomical proximity of the injection sites to the ocular region and in the absence of other confounding factors, the role of rha 4 in the development of the reported events could not be excluded and thus, the causality was assessed as possibly related. The company is aware that the injector's license was suspended in (B)(6) 2025 and that she was under investigation for importing unauthorized product.